Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could not confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the curing agent (hist acrylic) was clogged in the instrument channel. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.